Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s replacement generator was tested with the existing lead and diagnostics revealed high impedance (impedance value ¿ 6642 ohms). The lead pin was confirmed to be fully inserted into the generator header. Subsequent diagnostic tests showed lead impedance within normal limits (impedance values ¿ 4832 ohms and 5240 ohms); however, the surgeon elected to replace the patient¿s lead as the fluctuating impedance values may be indicative of an intermittent lead fracture. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Additional information was received stating that the vns patient was initially scheduled for surgery due to end of service which indicates pre-operative diagnostics could not be performed. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. No neck images were provided so portions of the lead in neck could not be assessed. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.